Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 49-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 700cc silicone prosthesis experienced left sided silent rupture post procedure. The issue was diagnosed by the health care professional and confirmed by the MRI examinations. As a result, patient underwent bilateral removal without replacements on (B)(6) 2023.

Manufacturer narrative:
Suspect device received on aug 15, 2023 device evaluation completed on aug 03 , 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 700cc returned device. At the present, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 28, 2023 indicated that the patient left side discovered to be intact during the surgery. The patient also experienced unexplained systematic symptoms as follow: sjogren's, neck/back pain, brain fog, etc. Patient also underwent bilateral mastopexy. Reason for device explant and/or reoperation: generalized illnesses. H6 health effect - clinical code e2402: generalized illnesses. Manufacturer¿s reference number: (B)(4).